Event description:
It was reported the patient experienced ineffective stimulation due to both leads migrating. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the patient had fallen a couple of times and lead migration was confirmed by x-ray before and during the surgery.